Manufacturer narrative:
The pump passed the self-test, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No external ram crc error alarms were noted. The pump alarmed unexpected restart after a battery change due to a voltage leak on the interface board. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of an unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 11.7 mmol/l. After troubleshoot, the pump alarmed again. The insulin pump will be returned for analysis.